Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested the parts ID for the therapy connector. A malfunction of the therapy connector could impact therapy. There was no patient involvement.